Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report.

Event description:
According to the available information, patient reports that when he tries to pump his inflatable penile prosthesis, it normally pumps three times and then the bulb becomes flat/compressed.